Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received several inappropriate shocks and antitachycardia pacing due to oversensing. Lead issue was suspected. The lead was capped and replaced.